Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2421 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 04-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 12530960) for female sterilisation. The patient had a medical history of anemia, colonoscopy, hypothyroidism, gerd, uterine fibroids, tubal ligation, parity 2, multi gravida and obesity (bmi 45.47 kg/m2). Previously administered products included: levothyroxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2421 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.795 kg/sqm. [Blood test] on (B)(6) 2022: labs (B)(6) 2022 showing leukopenia 2.3, microcytic anemia with hemoglobin of 10.8. Urine with small amount blood. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus, uterus, cervix, bilateral tubes. Final diagnosis msm. Result: uterus, cervix, fallopian tubes; hysterectomy with bilateral salpingectomy: uterus with leiomyomata, secretory endometrium, chronic endocervicitis. Two fallopian tubes, one with coiled intraluminal wire. Msm. No malignancy is seen. Gross description: received in formalin is a misshapen total hysterectomy with attached left fimbriated fallopian tube and separately submitted right fimbriated fallopian tube. Sections through the proximal end of the tube show a coiled intraluminal wire. A wire is not seen at the right cornu. [Pregnancy test] on (B)(6) 2015: negative. The most recent follow-up information incorporated above includes data received on: 15-sep-2023: medical record received. Surgical pathology report added. Medical history & lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2421 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 46 year-old female patient who had essure inserted (lot no. 12530960) for female sterilisation. The patient had a medical history of anemia, colonoscopy, hypothyroidism, gerd, uterine fibroids, tubal ligation, parity 2, multi gravida and obesity (bmi 45.47 kg/m2). Previously administered products included: levothyroxine. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2421 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.795 kg/sqm. [Blood test] on (B)(6) 2022: labs (B)(6) 2022 showing leukopenia 2.3, microcytic anemia with hemoglobin of 10.8. Urine with small amount blood [pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus, uterus, cervix, bilateral tubes final diagnosis msm result: uterus, cervix, fallopian tubes; hysterectomy with bilateral salpingectomy: - uterus with leiomyomata, secretory endometrium, chronic endocervicitis. - two fallopian tubes, one with coiled intraluminal wire. Msm - no malignancy is seen gross description: received in formalin is a misshapen total hysterectomy with attached left fimbriated fallopian tube and separately submitted right fimbriated fallopian tube. Sections through the proximal end of the tube show a coiled intraluminal wire. A wire is not seen at the right cornu. [Pregnancy test] on (B)(6) 2015: negative lot number: 12530960 manufacture date: 2012-03 expiration date: 2015-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.